Event description:
Elderly male had a biventricular ICD implanted for congestive heart failure and dilated ischemic cardiomyopathy. He required left anterior thoracotomy for placement of left ventricular pacing electrode. The patient did well and has been maintained on a congestive failure medical regimen. However, 8 months later he had 4 ICD discharges. These were inappropriate when assessed in the hospital emergency room. Per the surgeon the patient had a recalled rv dual-coiled defibrillator electrode. He would appear to have a lead fracture in this recall lead and therefore he required readmission to the hospital for lead extraction and reinsertion. The defibrillator was deactivated by a company representative. The next day, the right ventricular lead was dissected up to its insertion point into the subclavian vein. Through the existing wound, the surgeon cannulated the left subclavian vein without difficulty and passed the guidewire under fluoroscopy into the right atrium. A stylet was then passed down the chronic, recalled, dual coil rv lead. The active fixation device was withdrawn. Using constant general traction and some rotational torsion, the lead was removed in its entirety without disruption of the right atrial chronic electrode and without difficulty whatsoever.